Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The lead is part of the advisory for this model. Evaluation summary for (B)(4): helix disengaged from helical channel. Full lead returned and analyzed. Additional findings of distal conductor blood/body fluid (not obstructed), inner tubing kinked/buckled, tip seal observation and blood in/on helix mechanism (sleeve head) and helix mechanism.

Event description:
It was reported that during the implant attempt, the lead helix was not able to be retracted after repositioning the lead four to five times. The lead was not implanted. No patient complications have been reported as a result of this event.